Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint could not be replicated or confirmed. The root cause was unable to be determined.

Event description:
It was reported that the device had downstream occlusion. There was no adverse reaction or no need for medical intervention. There was unknown patient involvement, but no patient harm reported.